Manufacturer narrative:
Product complaint # (B)(4) additional information: d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Did the needle detach during use in the patient or before use in the patient? Were there any patient consequences? * please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) other information requested is unknown. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a subcutaneous tension reduction procedure on (B)(6) 2026 and suture was used. At 05:30, the patient underwent surgery due to multiple skin lacerations on the face. After opening the suture packaging during the surgery, it was found that the problem of pulling off suture needle had happened in the newly dispensed suture. At 05:33, the use was stopped and replaced immediately, and the treatment was successfully completed. Additional information has been requested.